Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer had a bravo capsule which failed to attach, no harm was caused to the patient and the procedure was continued using another capsule. They performed and emergency break on delivery system, there was nothing unusual about the patient or the procedure which led to the incident. Prior to the procedure an endoscopy was performed and the esophagus appeared to be normal. It is unknown how long the physician has been performing the bravo procedure, but they were trained by a given representative. It is also unknown what the vacuum source was and the vacuum pressure before the procedure and during placement. It is unknown if any lubricant was used to facilitate the capsule placement. The delivery system and the capsule will be returned to given. The physician is not clear to what caused the failure to attach

Manufacturer narrative:
Device evaluation: it was reported that one bravo ph capsule failed to attach to the patient's esophagus. One bravo ph capsule delivery device and one capsule were received for investigation. The capsule was attached to the delivery device. Visual inspection did not reveal any damage. The plunger of the delivery device was found to be rotated more than 1/8 of a turn. The IFU for this device states, do not rotate or otherwise force the plunger beyond the white line on the barrel (1/8 of a turn). Rotating or forcing the plunger beyond this may result in possible damage to the delivery device. This may also interfere with the detachment of the capsule from the delivery device, and cause possible injury to the patient. This issue was found to be a user error. If information is provided in the future, a supplemental report will be issued.